Event description:
Complainant alleged that the clinicians were performing an open heart surgery procedure on a pt (age and gender unk), but the clinicians were unable to defibriallate the pt, as they were unable to depress the discharge button on the internal handle. The clinicians were able to obtain another set of handles to defibrillate the pt. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.